Event description:
According to the reporter: surgery date: (B) (6) 2010. The pt experienced wound dehiscence and presented with rash and was treated with benadryl.

Manufacturer narrative:
(B) (4). (B) (4).